Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after an angioplasty interventional procedure with a 6f sheath. Reportedly, the clip was deployed on the patient's skin. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that may contribute to malposition of the device/clip of device include, but not limited to, inadequate nick and spread and/or device pulled back during clip deployment. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure.